Event description:
Plastic pieces is broken. I have no idea if it's now inside me -vagina [foreign body in reproductive tract] one of the plastic pieces is broken [device physical property issue] case description: consumer reported via email that after inserting a tampon she noticed that the plastic applicator was broken. No serious injury was reported. Lot codes: 33364/6047 15:47, 34564/6056 23:15, 16864/5887 17:41.